Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). Several attempts were made to cross the lesion with a 3.00x16mm taxus express2 drug eluting stent were unsuccessful. Upon withdrawal, the stent became stuck in the lesion and came off of the stent balloon. The stent was crushed with a bare metal stent (manufacturer is unknown). Patient status reported as "fine."